Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient's system was auto reducing due to high impedance on contacts 1, 3, 4, 8 and 9-16. Only left side coverage could be obtained. The patient was evaluated by a provider to discuss a lead revision and ipg replacement. The issue is currently pending authorization/surgery date. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced auto reducing / high impedances was reported to abbott. It was also determined the patient had ineffective therapy. As a result, the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.